Event description:
It was reported that this system exhibited an increase in pacing impedance measurements which were most recently out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative. It was reported that recent automatic threshold testing indicated potential loss of capture on the right ventricular channel. Further follow up and lead evaluation was recommended. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in pacing impedance measurements which were most recently out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.